Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. The investigation determined the most probable cause of the reported issue was the pump downstream occlusion sensor, but the reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion alarm. Per reporter the patient stated they had accidentally closed a clamp and the alarm continued when they reopened it. Patient denied any bends, kinks or closed clamps. Troubleshooting including removing and reattaching the cassette and hard resetting the pump was unsuccessful in resolving the alarm. No adverse patient effects were reported. Per reporter no additional information is available.